Event description:
While the maryland dissector instrument was being used inside the patient, the staff noticed a burning smell and later, smoke. Upon investigation, they noted that the insulation was fried at the end and appeared burned. The immediately stopped use and removed the device. There was no injury or harm to the patient.